Manufacturer narrative:
Many good faith efforts were made to obtain additional information from the customer, but there was no response. The resolution and disposition are unknown.

Manufacturer narrative:
Date of report: 31aug2021. There was no patient involvement.

Event description:
The customer reported the touchscreen doesn't work, then while on the phone the customer said the touchscreen did work and requested to cancel the case. There was no patient involvement. Communication sent to customer to get further details regarding the complaint.